Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found; detaching of the light guide connector, the internal lens had cloudy vision due to damage, the outer tube was damaged and foreign material inside the cover glass the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, the telescope light guide connection part was disconnected. There were no reports of patient harm.